Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approx 4 months post implant the pt presented with asymmetrical vaulting described as "myopic shift with striae behind inferior temporal haptic with forward shift." Yag treatment was performed. The surgeon indicated that in his opinion the likely cause of the event was capsule fibrosis. This event is for pt's left eye.